Event description:
The lay user / patient contacted lifescan (lfs) on september 12, 2006 alleging an error 5 message on his one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In 2006, the patient attempted to test his blood glucose; however, obtained an error 5 message and an error 4 message. There is conflicting information on whether he experienced any symptoms. He contacted emergency services for assistance and went to the hospital around 3:00 pm. He was tested on the hospital meter and obtained a 234 mg/dl and a 238 mg/dl. He was treated with insulin and was released from the ER around 7:00 pm. The patient was unable/unwilling to verify the condition of the test strips and was unable/unwilling to retest using a new vial of test strips. The technique of applying blood on the test strip was correct. An error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. An error 4 indicates that there may be a problem with the test strip, the sample was applied improperly and the patient may have a high glucose and have tested in an environment near the low end of the system's operating temperature range. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings, prior to the incident, verify whether he experienced any symptoms and how long was he unable to test due to the error 5 and 4 message. The complaint is being reported since the patient may have experienced symptoms and was unable to test on his meter due to the error 5 and error 4 message. A medical professional treated the patient with insulin due to the hospital reading of 234 mg/dl. And 238 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.